Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
On (B)(6) 2021 -the surgeon was performing a reverse total shoulder arthroplasty today on a nickel allergy patient, and while attempting to tighten down a titanium 36/25 glenosphere, a brand new 3.5 hex driver tip broke off onto the glenosphere. He was on his final turn when the tip snapped off. We attempted to use a dental pick and a few different burrs to loosen the tip, but no luck. The tip of the hex driver was flush inside of the sphere. The surgeon did not think the glenosphere or baseplate had been compromised and decided to leave the tip in. There was no reported delay or adverse consequence. The tip that was left in the glenosphere was very small, it ended up being flush.

Event description:
(B)(6) 2021 -the surgeon was performing a reverse total shoulder arthroplasty today on a nickel allergy patient, and while attempting to tighten down a titanium 36/25 glenosphere, a brand new 3.5 hex driver tip broke off onto the glenosphere. He was on his final turn when the tip snapped off. We attempted to use a dental pick and a few different burrs to loosen the tip, but no luck. The tip of the hex driver was flush inside of the sphere. The surgeon did not think the glenosphere or baseplate had been compromised and decided to leave the tip in. There was no reported delay or adverse consequence. The tip that was left in the glenosphere was very small, it ended up being flush.

Manufacturer narrative:
Correction to h3 and h6 device code. The reported event that the screwdriver was alleged of issue ¿instrument - breakage during implantation¿ could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the device was received with broken tip. The broken tip of the hexagonal screwdriver rupture corresponded to a fracture caused by a torsional overload, where the tip twisted-off in the right direction (during screw tightening, confirmed by the direction of material deformation at the breakage line). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by an overstress applied on the tip during use when tightening the screw inside the glenosphere. If any further information is provided, the complaint report will be updated.